Event description:
The pt claimed that the buttons are sticking and requires multiple presses for the pump to respond and that the sticky button issue may cancel bolus. She denies structural damage to the buttons; however, the paint on the buttons has worn off. The pump reportedly still delivers insulin as expected.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the pump intermittently responded to up arrow button presses, and there was adhesive/contamination found under the button contacts.